Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 554 mg/dl at the time of incident and current blood glucose level was 207 mg/dl. Customer¿s other blood glucose level was 111 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with bolus. Customer did not allege insulin pump was under delivering. Customer was calling back to performed high pressure test. Customer was performed displacement test and test result was passed. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer stated that the drive support cap was normal. Customer troubleshoot was performed. The insulin pump will not be returned for analysis.